Event description:
Thwe surgeon had to explant a icm130v4 (-16.50) implantable collamer lens, due an excessive vaulting of the lens which caused the patient to have a narrowing of the angle and shallowing of the anterior chamber depth. It was replaced with a smaller icm125v4 (-16.50) lens. It was reported that the original incision was not enlarged and no suture needed.

Manufacturer narrative:
H6: evaluation code: method: 86 (other)-work order search results: 100 (other)- a visual inspection of the returned product shows one haptic small tear in it. A lens work order search was performed for similar complaints and no similar complaints were found within the work order. Conclusions: 67-no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.